Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Testing of the helix could not be performed due to the condition of the returned lead; the helix could not be extended. The inner and outer insulation of the lead were extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedances. It was further reported that the lead had dislodged and needed repositioning. A week after the lead was repositioned, it required further revision. Upon inspection of the lead, blood was discovered inside the lead and a small knick was noted.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.